Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing and this was addressed by reprogramming. Subsequently t-wave oversensing (twos) occurred and adjustments were made to address this as well. Less than two weeks later the icm was explanted and replaced for an upgrade to an implantable pulse generator (ipg). Follow-up determined that the upgrade to an ipg was not related to the programming efforts around the report of undersensing or report of twos. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.